Event description:
It was reported that on (B)(6) 2009, during a total hip replacement surgery, they opened a 10 dgr, 46-48 mm gamma sterilized insert. The ring was plugged out of its place. Surgeon tried to plug in again and the ring plugged out during surgery. Surgeon reported to hospital management and replaced the insert - they used 20 degree 46-48 mm to finalize the case.

Manufacturer narrative:
A supplemental will be submitted upon completion of the investigation.